Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left front corner of the top case was cracked, the battery door at the mounting hole was cracked, and the right plunger case at the top surface was cracked. Check syringe flange sensor error found in pump event history log. During functional testing using the power-on self test and monitoring digital sensors, the reported issue was duplicated. The syringe ear sensor not seated correctly on top case. The root cause was caused by the customer's incorrect assembly of the device. Reinstalled syringe ear sensor correctly on top case. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump would exhibit a syringe flange error while booting up. No patient injury was reported.